Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue ip custom room rack was not responding. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the usb-x of the rack was not operating properly. To resolve the issue, the technician replaced the touch panel. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.